Event description:
On november 5, 2007, the lay-user/patient contacted lifescan alleging, that his meter had been reading inaccurately. As the patient is traveling, lifescan has not been able to contact her to obtain additional clinical information. The patient tests his blood glucose 3 times a day and usually has meter set to "mg/dl." He normally tests first thing in the morning, before lunch, and in the evening. He takes 20 units of humalog insulin in the morning; 15 units at lunchtime, and 20 units in the afternoon. The patient reportedly takes the humalog insulin on a sliding-scale; details of the regimen were not provided. The patient also takes lantus insulin. It is not clear what dosage and when he takes it. The patient claimed that, the alleged meter issue started around one month earlier. During the time of concern, the patient allegedly had been getting high results on the meter. On an unspecified date/time, the patient reportedly had symptom of sweating and obtained a result of "400 mg/dl." As a result, he decreased his lantus insulin dosage from 12 to 10 units the next month, at an unspecified time. While the patient was traveling in a foreign country (travel date unknown), he changed his meter's unit of measurement setting on an unspecified date/time. The patient's blood glucose was tested on a nurse's meter but no medical treatment was received from the nurse. A result of "10.9 mmol/l" was obtained on the nurse's meter, the patient tested himself on his own meter immediately and got "8.1 mmol/l." Based on a statistical methodology, the calculated difference of these glucose results does not exceed lifescan's acceptance value of <=30% and/or <=1.7 mmol/l. The meter results plots on zone b of the consensus error grid. Therefore, there is no indication of inaccuracy that could lead to an injury. It would be helpful to know what date(s)/time(s) the patient developed the symptoms of sweating, what actions the patient had taken prior to developing symptoms, what meter readings he obtained before becoming symptomatic, and if he ate/drank in response to the symptoms. Also, details of the patient's sliding-scale insulin regimen and if the patient actually developed the symptoms of sweating before or after the result of "400 mg/dl' was obtained are not available. The patient was using correct technique and obtaining blood samples from his fingers, but it is not known if he was cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips and control solution were replaced. In the absence of control solution results, given an acceptable meter to meter comparison, it is not likely that the meter was inaccurate. But since the patient alleged inaccuracy, and a reading of 400 mg/dl that does not match the symptom of sweating and reduction in his insulin, this complaint is reported as adverse event. Lifescan will attempt to obtain more details on this complaint.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.